Event description:
The customer called stating a display message on the lcd. It was stated that during the bolus button press the screen would be skipped. The pressing technique was verified as well as the fact that the unit was not exposed to moisture. It was also stated that the small driver arm seemed to loosen greatly overnight. Troubleshooting was performed with insulin exiting. Pump's lead screw was clean and the spring clip was in place.